Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analysis indicated that the distal conductor was fractured at 32 cm from the connector pin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: model: 5076-52, lead; implanted: (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise and variable impedance levels. Testing done in the operating room (or) also revealed variable/unstable threshold levels with pocket manipulation. Fluro images were taken which appeared to show the right ventricular (rv) lead connector pins in the appropriate/fully seated position in the device header. The device was taken out of the pocket and the rv pace/sense electrode was hooked up to the analyzer for testing. All numbers were within the proper ranges and consistent. The rv impedance was taken multiple times and always gave a consistent impedance. The rv lead was re-screwed into the device and again, all numbers looked to be similar to the analyzer numbers and stable with no changes and no noise was apparent in the signals. Because of this, it was decided that the ICD was to be replaced and the rv lead was function correctly. When the existing rv lead was being placed/screwed into the new ICD header, the superior vena cava (svc) coil pin was damaged. The decision was made to cap the svc portion of the lead and put a pin plug into the svc coil header port. The follow day, post ICD changeout, the rv lead had triggered a high pacing impedance alert and the threshold had increased to a high level. A few days later another procedure was completed and the rv lead was extracted and a new lead was placed. No patient complications have been reported as a result of this event.